Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-13131 and 13132. It was reported the pt's scs system was explanted due to the pt being dissatisfied with the results her system was providing. The pt stated the stimulation had made her pain worse.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.